Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Customer reportedly received results of 26 mg/dl and 140 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Strips not available for return, replacement was sent.